Event description:
It was reported that pump malfunction occurred with malfunction code 12 but no notable events happened before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.